Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported damage to the reservoir compartment. Customer reported that the pump will not hold the reservoir in place. Customer's blood glucose at the time of the incident was 122 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window. The insulin pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.